Manufacturer narrative:
Evaluation revealed the target device t2 gtn to be the subject product. The locking screw is regarded to be an associated product. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices [sub-supplier] and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the target device had been in use for a longer time [manufactured in 2012] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. A physical investigation was not possible as the device was not returned for investigation. According to further details received via e-mail by the cic ¿when the distribution center staff checked it, the target device normally functioned¿. Thus, it was not returned to stryker (B)(4). As to non-available product a further statement was not possible. Reasons for metal contact during drilling are various. Potential causes could be e.g. [But not limited to]: ¿ deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. ¿ deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. ¿ loosening of the connection between nail / nail holding screw / adapter / nut (will lead to potential misalignment of nail and drill). ¿ no use of drill with center tip / unfavorable bone contour. ¿ drilling without drill guiding sleeve. ¿ using blunt or damaged drill. ¿ high forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. ¿ guide wire not removed prior to drilling ¿ originally deflected k-wire potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied in appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 gtn surgery, the surgeon inserted screw of the proximal screw hole of the nail(oblique screw hole). However, the screw contacted the nail. The surgeon performed insert again to the nail. But, the result was same. Therefore, the surgeon changed the screw to brand-new screw. And extracted the target device to the nail. The surgeon inserted the brand-new screw by the free hand.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded

Event description:
During t2 gtn surgery, the surgeon inserted screw of the proximal screw hole of the nail(oblique screw hole). However, the screw contacted the nail. The surgeon performed insert again to the nail. But, the result was same. Therefore, the surgeon changed the screw to brand-new screw. And extracted the target device to the nail. The surgeon inserted the brand-new screw by the free hand.